Manufacturer narrative:
Additional information has been requested to the representative. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Reasonable evidence suggests this lead exhibited a malfunction. This lead was successfully replaced. The right atrial (ra) lead was also surgically abandoned in the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited loss of capture and high pacing thresholds. This lead was successfully replaced. The right atrial (ra) lead was also surgically abandoned in the same surgical procedure as it was unintentionally cut/frayed during the rv lead revision, rendering it ineffective. No additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.